Manufacturer narrative:
The reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a large percentage of his femto laser assisted cataract surgeries result in permanent and irreversible pupil constriction after completing laser treatment. The surgeon uses an iris retractor during phaco treatment. Additional information has been requested.